Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant head was stripped because the connector was stuck inside the implant, and we had to use force to remove it. We had to replace the implant and insert a new one. Implant striped inside by implant holder. Implant holder was stuck inside. Another implant was used. Tooth site: 45.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie did not receive one (1) iipdtul (internal connection universal placement driver tip ¿ long) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iipdtul dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did submit images for the reported event. Review completed utilizing keywords: ¿dental: functional: damaged drive feature¿. Based on the investigation and risk management file review as per rm-00181-haz, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, g3: date received by manufacturer, g6: checked "follow-up", h6: entered evaluation codes, h10: added manufacturer narrative.